Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, inadequate bone quality/quantity, infection, pain, swelling, inflammation, mobility (B)(6) are same patient).